Manufacturer narrative:
Product complaint # (B)(4). Product code was updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ were there any patient consequences? No ¿ did any needle piece fall into the patient? Yes if yes, ¿ was the needle piece(s) retrieved during the same procedure? Yes ¿ were x-rays taken to locate the needle piece(s)? No ¿ what measures were taken to retrieve the broken piece? They found the needle ¿ was there any additional tissue damage as a result of searching for the needle piece? No ¿ if not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? ¿ please provide the source or name, email and title of the external person providing answers to follow-up (external person submitting answers to sales rep) yvonne sørensen yvonne.lilholt.soersen@rsyd.dk h3 evaluation: this is an analysis for a photo submitted to ethicon for evaluation. No sample has been received. During the visual analysis, the following was observed: the photo shows a section of the needle attached to the suture. The image is not clear to determine the failure mode. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a c section on an unknown date in 2024 and suture was used. The needle broke during suturing when closing the fascia after . No products for investigation they took another suture to finish the closure I have no further information. Additional information has been requested.